Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer saw a red x on display. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with a critical error. A pump error 35 was found in the formatted history file due to corroded electronic assembly. The motor assembly was found corroded per visual inspection. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with fading serial number label, minor scratched lcd window, case and keypad overlay.